Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat a 75% stenosed distal left anterior descending artery. The patient presented with an st elevated myocardial infarction (stemi). Pre-dilatation was performed with a 3.0 x 15 mm non-abbott balloon catheter inflated to 10 atmospheres (atm) for 10 seconds. The residual stenosis was less than 40%. A 3.5 x 28 mm absorb scaffold was implanted. Post dilatation was performed with a 4.0 x 20 mm non-abbott balloon catheter at 16 atm. The final angiographic stenosis was not less than 10%. Optical coherence tomography (oct) was performed to confirm the scaffold was fully apposed to the vessel wall. On (B)(6) 2016, the patient returned with a stemi and oct confirmed scaffold thrombosis which was treated with an unknown drug-eluting stent. The patient was compliant with dual antiplatelet therapy for 12 months post implantation. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.